Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. No back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer blood glucose level was unknown. It was also reported that button was hard to press and backlight was dim and it also rejected new batteries. The insulin pump will not be returned for analysis.